Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced in b5 are filed under separate manufacturer report numbers.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a coronary interventional procedure along with use of a non-abbott heart pump. Reportedly, a cuff miss [suture retrieval issue] was noticed with three proglide devices. A 14f non-abbott sheath was inserted and left in overnight. The patient was sent to the intensive care unit (ICU) with the heart pump device in place overnight, with plans to perform a cut down surgery to achieve final hemostasis in the rcfa access site. As of (B)(6) 2025, due to the patient's heart condition, the non-abbott heart pump was left in as the patient was not able to tolerate coming off of the device. Additionally, the sheath had not been removed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy related to the proglide devices. No additional information was provided.